Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the cup pick up was stuck. He replaced the stepper motor and adjusted the system. Quality controls (qc) were ran. All results were within acceptable range. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4151 c.trans-z home detect error was the stepper motor failure.

Event description:
On (B)(6) 2015, a customer reported error 4151 c.trans-z home detect error on the aia-900 instrument. The customer rebooted the system and closed the sorter then performed and all set home but the error persisted. The customer is unable to run patient samples on e2 (estradiol), progesterone, and pth kidney marker. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, progesterone, and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.